Event description:
A report was received stating that during a routine tracheostomy tube change, the clinician had difficulties removing the listed device from the patient, and the patient's spo2 levels decayed. A new smaller tracheostomy tube was placed in the patient. Bleeding occurred during the removal of the listed device and the patient reportedly suffered aspiration pneumonitis. The patient has reportedly recovered.

Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: customer has not returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and investigated, a follow-up report will be submitted detailing the evaluation results.